Manufacturer narrative:
(B)(4). The device was manufactured between december 17, 2013 ¿ december 18, 2013. Evaluation summary: the sample was received for evaluation. Visual and microscopic inspection showed no evidence of particulate matter in the solution of the bladder. White striated specks were observed on the outer surface of the inflated bladder. The marks were determined to be antioxidant, which is a component of the bladder material and does not affect functionality of the device. The device met specification and no non-conformances were observed during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample has been received and the evaluation is in progress. Upon completion of the evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter inside the reservoir. This was noted either during or after filling, and before patient use. The reporter stated that the unknown solution had been filtered before filling the device. There was no patient involvement. No additional information is available.